Event description:
It was reported during an episiotomy during a child birth that the needle remained in the patient's cavity. After locating with an x-ray a re-operation was performed and the needle was successfully retrieved.

Manufacturer narrative:
The evaluation is underway, and no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Unused product from both lots (15012306x and 14110301x) were evaluated/tested and found to exceed specs for the product. The actual product used was discarded by the facility and will not be returned. Surgery was delayed about 4 hours while attempting to recover the detached needle; less than 500cc bleeding which required no transfusion. An x-ray was then used to locate the needle in the patient cavity; a 1 and a half hour re-operation was performed in which the needle was located and removed and a total detachment was confirmed. The re-operation extended the incision ~2.5 cm (1 inch). No tissue loss or damaged due to the problem. Present patient status is correct. Lot number of the medical device was not verified but determined to be either 15012306x or 14110301x (only lots in current stock for the associated product code).